Manufacturer narrative:
Given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported pain, effusion and loosening cannot be definitively concluded since the requested x-ray images were not provided for inclusion in the medical assessment. Additionally, we cannot rule out the patient¿s history of a chainsaw injury, osteopenia, history of bone-on-bone degenerative joint disease, and the reported slip twisting of her right knee getting out of her car as contributory factors to the reported adverse events. Since the revision scheduled for (B)(6) 2023, has not be confirmed, it is unknown if the reported adverse events have been resolved nor could it be concluded that any of the primary devices failed at this time. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a right tka surgery was performed in 2016 where a cemented legion primary system was implanted, on (B)(6) 2018 the patient went to the surgeon¿s office reporting a recent onset of sharp pain over the medial aspect of her right knee, x-rays showed lucency around the tibial tray. On (B)(6) 2023 during a visit the patient reported pain in her right knee with an onset of three weeks prior the visit, the patient reported a slip getting out of the car which led to her right knee twisting. Since that time, the patient reports, "jolts of pain" that go up and down her leg, mostly down the anterior aspect of her shin and into her thigh. The patient underwent a knee aspiration due to effusion and swelling. On (B)(6) 2023 an x-ray confirmed the loosening of the tibial component. In order to treat this, a revision surgery was scheduled on (B)(6) 2023, but its occurrence has not been confirmed. Current health status of the patient is unknown.

Manufacturer narrative:
H11. Corrected information in d6a, d6b, andh6 (health effect - clinical code, health effect - impact code, medical device problem code).

Event description:
It was reported that, after a right tka surgery was performed in 2016 with a cemented legion primary system, from december 2022 onwards the patient started experiencing excruciating pain in the knee joint. This resulted in many trips to the emergency room where joint aspiration was performed and the tibial tray was determined to be loose by x-ray. Furthermore, the patient was scheduled to undergo a revision surgery on (B)(6) 2023, but its occurrence has not been confirmed. This adverse event has not yet been resolved. At this point is unknown if any of the primary devices failed and at this time, there is no further information available.

Manufacturer narrative:
Internla complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed in 2016, from (B)(6) 2022 onwards the patient started experiencing excruciating pain in the knee joint. This resulted in many trips to the emergency room where joint aspiration was performed and the implant was determined to be loose by x-ray. Furthermore, the patient is scheduled to undergo a revision surgery on (B)(6) 2023, therefore this adverse event has not yet been resolved. At this point is unknown if any of the primary devices failed and at this time, there is no further information available.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. However the clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported pain, effusion and loosening cannot be definitively concluded but the reported loosening is consistent with the findings as well as what was demonstrated in the provided x-rays with radiolucency under the tibial baseplate and around the tibial stem. There is osteolytic changes and progression of the notching of the anterior femur. The patellar component has a line of radiolucency. The lab findings from the arthrocentesis is consistent with inflammatory changes. The revision operative report was not provided. Therefore, the root cause of the loosening which lead to the revision 7 years later cannot be concluded. The patient¿s history of a chainsaw injury, osteopenia, history of bone-on-bone djd, and the reported slip twisting of her right knee getting out of her car are possible contributory factors to the reported adverse events. Outcome of the revision have not been provided but the post-revision x-ray was provided confirming the revision the impact to the patient is the period of pain associated with the loosening as well as the revision and associated recovery. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a right tka surgery was performed in 2016 where a cemented legion primary system was implanted, on (B)(6) 2018 the patient went to the surgeon¿s office reporting a recent onset of sharp pain over the medial aspect of her right knee, x-rays showed lucency around the tibial tray. On (B)(6) 2023 during a visit the patient reported pain in her right knee with an onset of three weeks prior the visit, the patient reported a slip getting out of the car which led to her right knee twisting. Since that time, the patient reports, "jolts of pain" that go up and down her leg, mostly down the anterior aspect of her shin and into her thigh. The patient underwent a knee aspiration due to effusion and swelling. On (B)(6) 2023 an x-ray confirmed the loosening of the tibial component. In order to treat this, a revision surgery was performed on (B)(6) 2023. Current health status of the patient is unknown.

Manufacturer narrative:
H6: health effect - clinical code and health effect - impact code.

Manufacturer narrative:
Given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, as of the date of this medical investigation no supporting clinical documentation has been provided; therefore, there were no clinical factors found which would have contributed to the event. The x-ray referenced in the complaint was not provided for reviewed, therefore, the reported findings cannot be confirmed, nor can further evaluations of the x-ray image be performed. Per the report, the patient was scheduled for a revision, consequently, it is unknown it was performed. Additionally, it was reported it is unknown if any of the primary devices failed and no further information available. Therefore, no further clinical/medical assessment is warranted at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported pain, effusion and loosening cannot be definitively concluded. However, loosening was confirmed and there was ¿virtually no bone loss¿, indicating separation of the cement from the bone, but as it was 7 years post implantation, technique related to the cementing cannot be concluded. Additionally, we cannot rule out the patient¿s history of a chainsaw injury, osteopenia, history of bone-on-bone degenerative joint disease, and the reported slip twisting of her right knee getting out of her car as contributory factors to the reported adverse events. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.